Manufacturer narrative:
(B)(4). The patient underwent implantation of the superflex aspheric 920h iol in the right eye on (B)(6) 2012. On (B)(6) 2015, the patient underwent a yag capsulotomy (reason unspecified). The patient presented at the healthcare facility on (B)(6) 2019 with glare in right eye and blurred vision (present for two to three months). Clinical examination revealed opacification of the iol optic in the right eye. The iol remains implanted at this time. Rayner has been advised that the patient has limited vision due to their pre-existing cone dystrophy. The healthcare facility will review the patient's condition again in four months time. Rayner are aware of secondary opacifications in hydrophilic lenses. These opacifications are calcifications (calcium phosphate). The calcification of hydrophilic iols has been categorised in the published literature into two types; primary and secondary (plus a third for those "incorrectly determined" cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects manufacturers of hydrophilic iols and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa)(1), multifactorial(6), high phosphate content ophthalmic viscoelastic devices(6) , repeated exposure to intracameral air(4), raised intraocular pressure(4), excessive post-operative inflammation(4), complicated, traumatised eyes(2), as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures(3), trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions(5). References: (B)(6) alert mda/2010/008. A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207 p. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283 de cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that the patient presented to the healthcare facility with glare in the right eye and blurred vision (present for 2-3 months prior to coming to hospital) and that clinical examination revealed opacification of the iol optic.